Event description:
It was reported that the customer was hospitalized due to low blood glucose of 70mg/dl. It was stated that the customer was experiencing nausea, numbness in lips, and weakness. The customer's most recent glucose reading was 135mg/dl, and she has treated with food. Troubleshooting was performed. The reservoir was showing the same amount of insulin that the status screen shows. Advised that the customer should contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.